Event description:
The patient experienced a change in therapy effect; his pain started coming back and it ¿seemed like the pump turned off¿. The patient had not heard any alarms from the pump and he had not experienced any falls, trauma, or change in activity level that would have caused the change. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).